Event description:
It was reported the catheter was being placed into a patient's arm in the intensive care unit. During insertion, the peel away sheath tabs fell off both sides of the sheath in the clinicians hands. She was able to get a hold of the sheath and pel it away leaving the catheter in place. There was no delay in treatment and no patient death or complications reported. It was noted she did not try to pull it out before she tried to break the sheath tabs apart.

Manufacturer narrative:
(B)(4). No sample will be returned for eval.